Event description:
It was reported to tyco/kendall healthcare on 3/25/03 that a customer had a problem with chemobloc gloves. The customer states, "while mixing cytoxin, the cytoxin leaked onto a glove then leaked through the glove onto the pharmacist's hand.